Event description:
It was reported that during a surgical procedure, the device tips were found to be missing silver plating material, posing the risk of material being lost in a surgical site. The procedure was completed successfully. There was no delay, no medical intervention, and no adverse consequences related to this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure, the device tips were found to be missing silver plating material, posing the risk of material being lost in a surgical site. The procedure was completed successfully. There was no delay, no medical intervention, and no adverse consequences related to this event.